Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted as mentioned in the complaint description. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, applied during the surgery. Further inspection revealed deformations of the inner coil close to the is-1 connector pin. Subsequent analysis indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further inspection demonstrated cuttings in the insulation and deformations of the outer conductor coil which occurred most likely during the explantation procedure. Blood penetrated the lead in the cut areas. In summary, the lead¿s distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead was explanted because the terminal end of the lead was damage. No adverse patient effects were reported. Should additional information be received, this file will be updated.